Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. According to the patient¿s mother, on (B)(6) 2025, while the patient was at school playing hockey, she loss consciousness. Dexcom showed around 162mg/dl while her bg readings was around 30 mg/dl. She was able to gain conscious right away, the patient¿s parents then they gave her total of around 30grams of carbs (juice). After the incident and during call, the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device available for evaluation - additional. H2: additional information. H3: device evaluated by mfg - additional. H6: type of investigation - additional.

Event description:
The product was evaluated. An external visual inspection was performed and passed. There was no damage to the wearable. A pairing test was performed and passed. As previously reported in the initial MDR, data was evaluated and the allegation was confirmed. The probable cause could not be determined via product.